Event description:
On (B)(6) 2016, during an eacts meeting, the manufacture became aware of a case of perceval migration. No additional information has been provided.

Manufacturer narrative:
Additional clarification was provided from the surgeon that the event was communicated incorrectly and that there was actually no device migration of the perceval valve.

Event description:
Additional clarification was provided from the surgeon that the event was communicated incorrectly and that there was actually no device migration of the perceval valve.